Event description:
It was reported that the patient was experiencing pain due to the positioning of the artificial urinary sphincter (aus) pump. Troubleshooting techniques were used and the pump was repositioned. There is no clear indication whether the patient underwent a surgical procedure to move the original pump to a different location. No patient complications reported.

Manufacturer narrative:
Additional information provided to the fields listed. B5 describe event or problem. B7 other relevant history. D4 fields of model number, catalog number, expiration date, unique identifier. D6b explant date. C2 d10 concomitants. H6 impact code.

Event description:
It was reported that the patient was experiencing pain due to the positioning of the artificial urinary sphincter (aus) pump. Troubleshooting techniques were used, but it did not resolve the patient's pain. The patient underwent a surgical procedure to have the original aus pump explanted and a new pump implanted. No further patient complications were reported.